Event description:
The customer reported that the power supply had failed.

Manufacturer narrative:
(B)(4), this complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.